Event description:
It was reported that pump triggered recurring cartridge alarms, including cartridge alarm 20, and that issue did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed warranty status and shipping address, instructed customer to place pump in storage mode before return, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, with customer acknowledging all instructions and agreeing to return problematic pump using prepaid label.